Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3093-28 , lot# v641092, implanted: (B)(6) 2011, product type: interstim urinary mgu lead.

Event description:
A healthcare provider for a clinical study reported there was a short circuit on combination 0 and 3 on the lead, which was discovered pre-operatively. The neurostimulator was replaced and the short circuit resolved when amplitude was raised to 19 volts on the new neurostimulator. It was later stated that short circuit never showed with new neurostimulator, due to the etiology, it was determined to be related to the lead and was listed as an ongoing observation. The 0 and 3 combination was not used for programming the device. The old neurostimulator was noted as having normal battery depletion and was returned for disposal. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.